Event description:
The customer reported falsely decreased architect tsh result generated on the architect i2000sr processing module for one patient. The physician questioned the result. A new sample generated a higher result. The following data was provided: (B)(6) 2024 sid (B)(6) (drawn on (B)(6) 2024) tsh result = 3.65 miu/l (ran on (B)(6)). Other result provided: t4 = 11.5. (B)(6) 2024 sid (B)(6) (drawn on (B)(6) 2024) tsh result = 6.44 miu/l (ran on (B)(6)). Other result provided: crp = 6.7. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely decreased architect tsh results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, labeling review, and field data review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates the reagent lot is performing as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with the lot number 58165ud00 and complaint issue. The overall performance of the architect tsh reagent was reviewed using field data from customers worldwide. The median population result for lot 58165ud00 is within established limits, indicating that the lot is performing acceptably in the field. A review of labeling was performed and found to sufficiently address the customer¿s issue. Based on our investigation, no systemic issue or deficiency was identified with the architect tsh reagent, lot number 58165ud00.

Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely decreased architect tsh result generated on the architect i2000sr processing module for one patient. The physician questioned the result. A new sample generated a higher result. The following data was provided: (B)(6)2024 sid (B)(6)(drawn on (B)(6) (2024) tsh result = 3.65 miu/l (ran on (B)(6)) other result provided: t4 = 11.5 (B)(6) 2024 sid (B)(6)(drawn on (B)(6) (2024) tsh result = 6.44 miu/l (ran on (B)(6)) other result provided: crp = 6.7 there was no impact to patient management reported.